Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up arrow, down arrow, and ok keypad buttons were intermittently responsive during testing. It was observed that the contrast keypad button required excessive force to obtain a response during testing. During investigation, the contrast button key contact was observed to be inverted. The up arrow, down arrow, and ok button key contacts became inverted with button presses, and did not always spring back as expected. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have been requiring several hard presses to obtain a response for the past month. He noted that the buttons do not feel the same as they did previous to this issue. The pt denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that he wears the pump on his waist with a belt clip.